Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 6.1 mmol/l at the time of incident. Air bubbles were removed from the reservoir at the time of call. It was reported that air bubbles were reappearing. The reservoir will not be returned for analysis.